Event description:
It was reported that the catheter would not allow passage of a scope. It was also reported that no patient injury was involved.

Manufacturer narrative:
Visual examination of the returned device observed that the body of the catheter was slightly split apart and that a guide wire was partially inserted. Investigation confirmed that the guide wire would not advance through to the catheter. Investigation determined that the guide wire tube had become disconnected from the luer connection. This disconnection prevented the guide wire from feeding into the guide wire tube through to the catheter. Once the guide wire tube was reconnected, the guide wire was able to pass and feed into the catheter.